Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had flow issues. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit had flow issues. The customer stated that the flow after 50 standard liter per minute (slpm) got too low. The customer requested onsite service. At a later time, the customer cancelled the request for onsite service. No further action provided. The customer cancelled the request for onsite service. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.